Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of image difficulty. The image was observed to be intermittent and flickering when the device was being tested. There was evidence of fluid invasion and corrosion inside the electrical connector. As the device passed leak testing, it appears that fluid invasion was related to user handling. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during diagnostic colonoscopy, the user experienced a complete loss of image. The procedure was completed using a different device. There was no pt injury reported.